Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: review of the black box data revealed records of power on reset. On examination, there was debris noted on the battery terminal. On investigation, the pump powered on normally. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The pump was exercised for 24 hours without any interruption in power. Loss of power was not duplicated during investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).